Manufacturer narrative:
Reported device not registered in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 28 closed samples to analyze this case. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot security control of the closed samples received and the results are into the current range for this thread and size. We have also tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.24 kgf in average and 2.91 kgf in minimum (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum) reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical requirements. According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the sutures open, they do not tie well, problems in the closure of the muscle layer. The knots do not tighten well and come loose. Related cases with the same description from the same end customer: 3003639970-2022-00551 and 3003639970-2022-00553. No further information has been received.